Event description:
It was reported to philips that the system did boot up successfully; it got stuck at 00:00. The device was outside of the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting to applications. The system rebooted several times already but did not recover. Upon troubleshooting the rse suspected the issue was with the flexvision pc. The fse visited onsite and upon functional testing, the fse confirmed the malfunctioning of the flexvision pc. To resolve the reported issue, the fse installed a new flexvision pc and moved hard drive over, but system still had boot up error. After that fse reinstalled flexvision pc software and system boots up properly but still had a flexvision blank screen. The fse configured the flexvision settings, layouts and created the ghost back up. After replacement and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.